Event description:
The consumer stated that two tampons contained a black substance which appeared to be mold.

Manufacturer narrative:
Complaint sample was not returned therefore a product evaluation could not be performed. A document and records review was performed of the reported lot. The device history records review includes: quality audit, production, and raw materials. This assessment found no anomalies that may have contributed to the reported issue; therefore the complaint could not be confirmed. Incident investigation was performed based on the content of the reported issue. Production history records review showed that the product was produced according to specifications and requirements. We will continue to closely monitor the field performance of this product to identify emerging trends and if applicable, additional investigation will be initiated and corrective actions taken if indicated. The cause of the reported complaint could not be determined.